Manufacturer narrative:
(B)(4).

Event description:
It was reported "patient had a significant hemoglobin loss (6 points overall) but is stable right now. We didn't witness any evident product malfunction or misuse during the trial".

Event description:
It was reported "patient had a significant hemoglobin loss (6 points overall) but is stable right now.we didn't witness any evident product malfunction or misuse during the trial".

Manufacturer narrative:
(B)(4). The reported complaint of "post-operative bleed" could not be fully confirmed based on the information provided. Complaint verification testing could not be performed as no sample was returned for analysis. The spu data for the surgery was reviewed as a part of this investigation. The spu data for the surgery was reviewed as a part of this investigation. There were four repeated instances of "open over current" recorded in the pre-fire clamp mode data. The "open over current" reading in the pre-fire clamp mode indicated the user attempted to open the device in the trocar. This action points to potential user error. It was concluded by r & d that the "open over current" reading is unlikely to be related to a mechanical issue inside the stapler as the device was able to be fully opened and closed several times throughout this case without issue. Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.